Event description:
Over-infusion of ivpb medication. Physician's order for 6 gms igg4 to run over 12 hrs. Pharmacy sent drug mixed in 100 cc IV solution. Nurse hung solution at 12:15 to infuse at 14 cc's/hr. At 2:30 pm there were 5-10 cc's left. At that time she noted the IV pump said that 34 cc's had infused. She called the charge nurse and pharmacist and checked the pt who showed no significant changes in condition. The charge nurse reported that the ivpb had been hung correctly. The ivpb was infusing in ivpb mode with a 160 cc limit at 14 cc's per hr. The primary rate was 10 cc's per hr. The pharmacist said that it was likely that there was some overfill and that an approx volume was sent, hence the 160 cc of solution. Pt's condition did not change.